Manufacturer narrative:
This report is being submitted as follow up no. 1 to update if the device was evaluated by MFR and to provide the completed investigation results. One used 6fr angio-seal vip device was received for product evaluation. The hemostasis sheath, arteriotomy locator and carrier tube assembly were returned for analysis. Visual inspection revealed that the hemostasis sheath was received separately with the deployment sleeve. The deployment sleeve was in the full rear lock position, with the color bands fully visible. The carrier tube assembly appeared to be cut manually throughout the length of the tube. There was a kink identified at the end of the cut of the carrier tube assembly. No collagen or anchor was returned for analysis. The tamper tube was completely released and visible as well. No other anomalies were noted. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified that the returned device was the normal product. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal sheath and device was inserted. At the beginning of the pullback of the angio-seal device a crack sound was heard. The angio-seal device came out and sealing was successfully completed with tamping of the collagen. The suture was cut. Out of concern of a failed seal, the physician held pressure for a couple of minutes. A slight ooze was noted but resolved quickly. The patient was moved to recovery and ambulated at normal time. There was no further issues and the patient was discharged as normal. The blood loss was less than 250cc's. There were no other devices or equipment used with the angio-seal device.